Event description:
Reporter stated customer tested on mobile system and obtained a result of 5.8 mmol/l. Customer had unspecified hypoglycemic symptoms at the time of this result. With assistance from her husband, she took another measurement with competitor's device and the result was 1.8 mmol/l. Time frame between the measurements was a few seconds. Customer's husband helped her to take dextrose tablets. No further medical help required. Customer felt better immediately. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in united (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was sent back in a state that did not allow for testing due to the only strip being stuck due to excess blood.